Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter confirmed there was no damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed normal voltage potential and electrical activity prior to the alleged temperature issue. The pump¿s electrical draws were tested and  found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the power circuit or other internal components. The original complaint of a temperature issue was unable to be duplicated. There was no defect found.